Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: dislodgement, phrenic nerve stimulation, "instability," and "insufficient pacing capture." The dislodged leads were "successfully" repositioned. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "the impact of left ventricular lead position on left ventricular reverse remodelling and improvement in mechanical dyssynchrony in cardiac resynchronization therapy." Eur. Heart j. Cardiovasc. Imaging. (B)(6) 2012;13(12):991-1000.